Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 5076 implantable pacing lead; implanted: (B)(6) 2001. (B)(4).